Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that five months following the implant of this transcatheter bioprosthetic valve, respiratory distress with heart failure symptoms were noted. Echocardiogram revealed moderate to severe paravalvular leak (pvl). This valve was initially implanted low. A second transcatheter bioprosthetic valve was implanted at a target depth 8-12mm higher than the first inflow frame. The valve was deployed but the pvl remained unchanged. A 26mm balloon aortic valvuloplasty (bav) was performed with minimal valve expansion. A 28mm bav was performed with two inflations resulting in mild to moderate pvl. No further intervention was performed. No additional adverse patient effects were reported.